Event description:
This continuous cycling peritoneal dialysis (ccpd) patient telephoned technical support for an unrelated issue and during follow up, reported she had been treated for peritonitis at the end of september of beginning of october. It was later confirmed by the peritoneal dialysis rn the date of diagnosis was (B)(6) 2013. The pt received antibiotics and has recovered and continues on ccpd.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported treatment for peritonitis following the pt's peritoneal dialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation.